Manufacturer narrative:
The insulin pump seated immediately during displacement test due to moisture damage on the force sensor. Insulin pump failed the self test due to missing segments or partial display. Missing segments or partial display due to moisture damage on the electronic assembly. Pump received with cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was cracked. The blood glucose value was 132 mg/dl. The product will return for the analysis.